Manufacturer narrative:
The reported issue that once the secondary bolus infusion is completed, the device requires them to reprogram the next secondary bolus instead of allowing the nurse to resume could not be confirmed; the file was opened to document the issue that was reported. The alaris system is typically used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement .

Event description:
It was reported that the customer selects guardrails IV fluids at initiation of infusion programming. The customer further stated that once the secondary bolus infusion is completed, the device requires them to reprogram the next secondary bolus instead of allowing the nurse to resume.